Event description:
It was reported that an attempt was made to implant the left heart pace/sense lead. The lead dislodged. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found; all conductors were distorted and there was blood/body fluid on all conductors, apparent explant damage; full lead analyzed.